Event description:
It was reported that the table locks did not actuate due to an issue with the pedal mechanism, causing the tabletop to move in both directions without resistance. There was no injury reported. The site was still able to use the table by pressing the inhibit button as an alternate means to lock the table. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the arm in the pedal mechanism was bent. The arm holds the flag that cuts the light beam. Due to the bent arm, a constant float command was being sent, preventing the locks from engaging. The fe adjusted the mechanism and verified that the table was performing according to specifications.